Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl due to an infection. Customer had symptoms of frequent urination, thirst and blurry vision. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer was able to lower blood glucose by setting new temp basal. Customer was advised to follow up with healthcare professional.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.